Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Affiliate reported via email proximal phalanx avulsion fracture and ruptured ulna collateral ligament. Surgeon states that the inserter tip broke off during anchor insertion. Surgeon drilled and prepared insertion hole as per the surgical technique. Surgeon used another anchor 212867. Patient aged (B)(6). Delay to procedure 15min. No ae to patient. Additional information received via email from the affiliate on 4-10-17 the rep was not in attendance at the case but was advised that the anchor is still attached to the inserter and will be returned. It is unknown if the surgeon re-drilled another hole or used the original one.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that the inserter tip sleeve is bent out of position on one side. The anchor was received detached from the inserter. There was no damage to the anchor itself when inspected under magnification. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The root cause can be attributed to excess torque being applied when inserting the anchor at an off angle which caused the inserter tip to break. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.